Event description:
The customer reported to olympus, the evis exera iii colonovideoscope insertion tube was kinked. During the device evaluation, the following reportable malfunction was found: dirt issues found on bending section cover, objective lens, and light guide lens and therefore is considered a medical device report (MDR). This medical device report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of kinked insertion tube was confirmed. Device evaluation found whitish sticky foreign material at the objective lens and light guide (lg) lens. At the bending section cover a brown foreign material resembling traces that remained from previous procedures was found. The additional evaluation findings are as follows: flexibility adjustment ring had a scratch, grip had a scratch, air and water-cylinder had no color, suction cylinder had no color, suction cover had a scratch, switch box had a scratch, scope connector cover unit had a scratch, scope connector case unit had a scratch, plug unit had a scratch, due to burn on plastic distal end cover, insulation resistance value at distal end did not meet the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, lg lens had a chip, bending tube was damaged, and connecting tube was snaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, there was no noted physical damage at the material residue points, nor was any confirmation of obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5. Reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.